Manufacturer narrative:
The user reported that he was at the hospital for a routine endoscopy. The user also reported that due to him having diabetes, his bg was tested prior to the procedure. During troubleshooting on the phone with dario's representative, the user reported that the dario strip cartridge cap had been left open and was not closed properly. Due to the above, the strips were exposed for too long and may have become faulty. The high bg readings may have been due to misuse of the strips. Dario's user guide states in the section storage and handling: "after pulling out the test strip from its cartridge, seal the cap of the cartridge tightly to protect test strips." The user reported that he opened and tested with a new cartridge of strips and his bg readings have been in normal range for him. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On april 20th, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving from his dario meter a bg reading of 156 mg/dl.